Event description:
Report received of a tubing split during an invasive radiology procedure. The customer reports that the extension set was connected to the patient's peripheral IV site. At the initiation of the power injection the tubing set was reported to have split. The pt did not experience any bleed back or blood loss. The patient's IV site remained patent. It was unknown to the reporter where the split occurred on the tubing set and what the injector settings were. There was no report of adverse pt effect. Additional pt and event information was requested, but no further informaiton was available.